Manufacturer narrative:
Device passed the displacement, a-21 error test and self test. No a21 alarm noted during test. Device received with broken battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had received unexpected restart and a cold reset was performed as well as battery compartment was cracked. The customer¿s blood glucose was 311 mg/dl. Customer stated that the drive support cap was normal. The insulin pump will be returned for analysis.